Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the tip seemed fully extended. Still there was no capture, low sensing, high thresholds and high impedance at various locations. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.